Event description:
On 19 jun 2024 the customer reported about half of the slide white apex superior adhesive, p/n 3800080, lot 111523-1 were not sticky causing issue with picking up the research tissue (brain, liver, lung, skin etc.) In the water bath and tissue falling off during routine h&e staining. No patient was involved.

Manufacturer narrative:
Device history review was completed. There were no deviations or non-conformances associated with this lot. Trending analysis reported no other related occurrence of this issue for this product lot. Quality control testing was complete and passed. Retain testing was complete and passed. There is no data to confirm manufacturing deviation. If additional information is received an additional follow up MDR will be submitted.